Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a driveline fault and came to the emergency department for evaluation. The patient has a history of an internal driveline splicing (2916596-2023-08653). The log files were submitted for review. It appeared that the event log file recorded a driveline power fault a on (B)(6) 2026. The motor function was not affected by this event. The x-ray was submitted. The alarm resolved by doing a modular cable and system controller change. The patient was observed in intensive care unit (ICU) overnight with no other alarms. They attached pictures of modular cable connection site and old modular cable. No corrosion was noted. The patient was provided with now back up system controller as well. The log files were submitted, and it captured the modular cable and system controller exchange. The driveline power fault resolved. The pump cable connector appeared to not have any corrosion on it.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file, and a finding related to the cause of the alarm was confirmed via the modular cable¿s functional analysis. The log file captured a driveline power fault alarm on 17feb2026 correlating to the system¿s power-a line. The alarm remained active throughout the data until the patient¿s driveline was disconnected to perform the reported equipment exchange, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number 7890454) was functionally tested alongside a mock loop and the returned system controller (evaluated separately). Atypical alarms were not reproduced throughout testing; however, the cable underwent a test to evaluate the integrity of its inner wires and did not pass. The cable was stripped, and the cable¿s black and brown wires (ground wire and power-a wire respectively) were observed to be damaged and fatigued near the controller-side bend relief, consistent with the alarm observed in the log file. Damage to the brown wire could cause a driveline power fault alarm to occur, and the fatigue indicated that the brown wire could have shorted to the black wire for long enough to trigger the reported alarm. The root cause of the reported event was determined to have been wire fatigue within the modular cable, consistent with repetitive bending of the cable over time. Review of the device history record for the modular cable, lot number 7890454, showed the device was manufactured in accordance with manufacturing and qa specifications., the heartmate 3 patient handbook (section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿) instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.